Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was performed to reposition this right ventricular (rv) lead due to an unknown cause. This lead remains implanted and in service. No adverse patient effects were reported.